Manufacturer narrative:
The customer reported that the hospital uses a 32 bed central nurse's station (cns) to remote monitor. Over the weekend, the biomedical engineer received a call from the nurse because the unit froze. They resolved the issue by rebooting the unit. The biomedical engineer checked full disclosure and realized that the he did not have the patient data for the entire time the unit was frozen. There was no hard drive failure. Customer is sending in log files for review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the hospital uses a 32 bed central nurse's station (cns) to remote monitor. Over the weekend, the biomedical engineer received a call from the nurse because the unit froze.

Event description:
The customer reported that the hospital uses a 32 bed central nurse's station (cns) to remote monitor. Over the weekend, the biomedical engineer received a call from the nurse because the unit froze.

Manufacturer narrative:
Complaint information: on (B)(6) 2017, customer at (B)(6) reported system froze and caused data loss on main unit pu-621ra for cns-6201a with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer informed that cns freezing issue was resolved by restarting the unit, however, it caused loss of patient information which was being displayed before restarting the system. Customer also reported that the event list displayed blank under data and suggested that the whole system was on communication loss. Nkts requested to share log files, however hospital does not allow use of drop box, nkts decided to send flash drive for logs. Customer requested to close the ticket for now (after one month of incident) as the issue did not reoccur since then. Investigation result: nature of complaint: cns freezing caused data loss. Complaint pattern: review of device history found no similar incidents on cns freezing or data loss. Review of customer's account found following one similar incident on cns freezing but none on data loss. Details of cns freezing is described as below: · ticket# (B)(4) with notification # 300114490: on 02/19/2018 customer reported cns freezing and crashing on pu-621ra with serial# (B)(6). Issue was escalated for manufacturer's evaluation. As per manufacturer's evaluation of log file it was confirmed that a monitoring tool was rebooted to make the system normal as the system was overloaded by some reason. Manufacturers could not identify the cause of the over loaded system by the log analysis, but some kind of hardware malfunction was suspected, however the customer stopped communicating after multiple attempts. Review of device family history pu-621ra, found following 33 similar issues have been reported as of jan 8, 2020 with issue of cns freezing. The pattern was analyzed searching key words "freeze, froze, stuck, reboot" in the qa trending report 01-08-2020 by applying product filter as "pu-621ra". · ticket# (B)(4). (300183303): on (B)(6) 2019 customer at (B)(6) reported issue of cns freezing for 20min then rebooted on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300180873): on (B)(6) 2019 (B)(6) health ctr reported issue of cns freezing - configured hard drive on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300180218): on (B)(6) 2019 customer at (B)(6) health ctr reported issue of cns freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300179638): on (B)(6) 2019 customer at (B)(6) reported issue of central nursing station freezing up, display message says cns hard drive corrupt on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300176339): on (B)(6) 2019 customer at (B)(6) reported issue of unit was freezing and stuck in boot loop on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300173148): on (B)(6) 2019 customer at (B)(6) hospital attn: accounts payable reported issue of display freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300172901): on (B)(6) 2019 customer at (B)(6) reported issue of system freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300173255): on (B)(6) 2019 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300157269): on (B)(6) 2019 customer at (B)(6) reported issue of pu-621ra intermittent freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300155734): on (B)(6) 2019 customer at (B)(6) reported issue of cns will freeze on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300154424): on (B)(6) 2018 customer at (B)(6) hospital reported issue of central is freezing up on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300151640): on (B)(6) 2018 customer at (B)(6) reported issue of device freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300150997): on (B)(6) 2018 customer at (B)(6) reported issue of device freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300142015): on (B)(6) 2018 customer at (B)(6) reported issue of intermittent freezing issues on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300141076): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300134223): on (B)(6) 2018 customer at (B)(6) hospital reported issue of pu-621ra screen freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300131806): on (B)(6) 2018 customer at (B)(6) hospital reported issue of pu-621ra keeps freezing up on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300122629): on (B)(6) 2018 customer at (B)(6) medical center reported issue of cns stuck at splash screen on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300121134): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300117522): on (B)(6) 2018 customer at (B)(6) reported issue of cns froze on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300115332): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns constant freezing up on pu-621ra with serial# (B)(6). · ticket# (B)(4) (300114490): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing and crashed on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300110289): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300110224): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300106152): on (B)(6) 2017 customer at (B)(6) reported issue of system freezing and caused data loss on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300095793): on (B)(6) 2017 customer at (B)(6) med ctr. Reported issue of monitor freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300094686): on (B)(6) 2017 customer at (B)(6) medical ctr reported issue of system freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300093944): on (B)(6) 2017 customer at (B)(6) hosp reported issue of cns keeps freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300089204): on (B)(6) 2017 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300083716): on (B)(6) 2017 customer at (B)(6) medical center reported issue of device has been intermittently freezing. On pu-621ra with serial# (B)(6). Ticket# (B)(4) (300127050): on (B)(6) 2018 customer at (B)(6) med ctr reported issue of cns randomly freezes and system message re: corrupted file on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300128653): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns froze and would not boot into windows on pu-621ra with serial# (B)(6). Ticket# (B)(4) (300151100): on (B)(6) 2018 customer at (B)(6) medical center reported issue of cns froze at the splash screen after the fan was cleaned on pu-621ra with serial# (B)(6). Root cause analysis method and result: root cause analysis method: log analysis by customer informed that the issue was resolved by restarting the unit, however this caused loss of patient information, which was being displayed before restarting the system. Customer also reported that the event list displayed blank under data and suggested that the whole system was on communication loss. Nkts requested to share log files, however hospital does not allow use of drop box, nkts decided to send flash drive for logs. Customer requested to close the ticket for now (after one month of incident) as the issue did not reoccur since then. The issue was reported to be resolved by restarting the system internally by the customer. The root cause of the issue was identified to be communication loss by the customer as referred from event list. Approximate age of the unit is 1 years on the date of reported issue. The warranty of the device expired on 08/28/2018, which was approx. 4 months prior to the reported issue. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor's temperature and fan speed should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the information which would prompt user to perform needed maintenance. Additionally, restarting of the central monitor is recommended once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. Risk assessment: as documented in the quality complaint investigations work instruction, with document ID: sop06-075, severity of the issue: major: o rationale: if the cns was monitoring bedside monitors; there would not be a total loss of monitoring as monitoring and alarms continue at the point of care. Neighboring beds on the cns can be monitored via interbed on other bedside monitors and beds on the malfunctioning/rebooting/freezing cns can be moved to open tiles on other cns's. If the cns were monitoring telemetry patients a total loss of monitoring would occur and based on the downtime, there could be a delay in treatment or associated harm. To lessen downtime; neighboring beds on the cns can be monitored via interbed on another bedside monitors and beds on the malfunctioning/rebooting/freezing cns can be moved to open tiles on other cns's in addition, consignment equipment can be placed in service. The cns in question should be removed from service and sent for exchange and repair. Would it be likely to cause or contribute to a death or serious injury, if the malfunction were to recur? Potentially - yes for telemetry patients and no bedside patients. Probability of the issue: unlikely o rationale: the probability of this issue re-occurring is derived from c4c data. Data was pulled on (B)(6) 2020. Out of 33046 records, 33 similar issues have been reported with issue of cns freezing. (B)(4). According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high. Investigation conclusion: the issue was reported to be resolved by restarting the system internally by the customer. The root cause of the issue was identified to be communication loss by the customer as referred from event list. The cns-6201a service manual revision g recommends restarting of the central monitor is recommended once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. Approximate age of the unit is 1 years on the date of reported issue. The warranty of the device expired on 08/28/2018, which was approx. 4 months prior to the reported issue. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high.